Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® blood transfer device, 2 devices had the rubber sleeve of the np needle become stuck and could not be removed from the tube resulting in blood leakage. There was no health impact or consequences reported.